Event description:
It was reported the patient was falling asleep all the time. It was noted that an explant was planned. It was further noted the patient had overdose symptoms and continued to fall to sleep. The reporter stated they had four logs from the patient¿s healthcare professional¿s (hcp) office. It was noted that on (B)(6) 2013 the expected residual volume (erv) was 3.5 ml and the actual residual volume (arv) was 4.0 ml. It was further noted that on (B)(6) 2014 the erv was 0.8 ml and the arv was 2.5 ml. It was noted that on (B)(6) 2014 the erv was 1.8 ml and the arv was 1.5 ml. It was further noted that on (B)(6) 2014 the erv was 3.6 ml and the arv was 4 ml. The drug in the pump was unknown. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).